Manufacturer narrative:
Lead model 3387-40 lot# j0428349v implanted: (B)(6) 2004 explanted: na; lead model 3387-40 lot# j0428349v implanted: (B)(6) 2004 explanted: na; extension model 748251 serial# (B)(4) implanted: (B)(6) 2004 explanted: na; extension model 748251 serial# (B)(4) implanted: (B)(6) 004 explanted: na

Event description:
It was reported that the patient's implantable neurostimulator and extension were removed due to an infection. No information related to the patient outcome was provided. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported clarified that the infection was caused by (B)(6) which led to the removal of the implantable neurostimulator (ins). In addition, it was noted that the patient had a concomitant pump system. If additional information becomes available, a follow up report will be sent.